Event description:
It was reported that the electrogram showed low r-waves and intermittent t-wave oversensing on the right ventricular (rv) lead. No lead reprogramming options are available since the r-waves are so small. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrogram showed low r-waves and intermittent t-wave oversensing on the right ventricular (rv) lead. No lead reprogramming options are available since the r-waves are so small. It was later reported that the lead was capped and replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device revealed that there were 2 - ventricular nst <= 180 ms on (B)(6) 2012.

Event description:
It was further reported that the lead was later removed.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A medial portion was received measuring 36 cm.